Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. Asystole was less than 2 seconds. The patient was scheduled for an rv lead revision. During the procedure, there was no access to place a new lead. At this time, the rv lead remains in service and the sensitivity was adjusted. The cause of the observations was not determined. No additional adverse patient effects were reported.